Event description:
The customer reported that, the probe on the ortho provue analyzer did not dispense patient red cells into the forward grouping of the mts a/b/d monoclonal and reverse grouping card lot # 053107037-01. Incorrect or "no dispense" can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and determined the pressure was out of specifications. The fe installed a new pressure regulator and performed the appropriate adjustments to return the instrument to expected operation. The customer performed and accepted qc.